Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:09:55. During night drain cycle seven, the patient's ultrafiltration reading was 1604ml, indicating the home patient (hp) drained 3044ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The user's actual drain volume during cycle 7 was 1083ml. The actual drain volume of 01083ml is 45% of largest prescribed fill volume (lpfv) of 2400 ml; therefore, this incident does not meet iipv criteria, as defined in the (B)(4)clinical hazards list. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.